Event description:
Hcp alleges bolus synchronization issue with blood glucose monitoring device system; specifics were not provided. Attempts to follow up with hcp were unsuccessful. No further information available. No patient information was provided. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
No product is expected to be returned related to this case. Due the customer not providing enough information, no further assessment/statement will be made concerning the customer allegation. Unable to make further statements because product is not available for additional investigation. The customer's allegation of bolus synchronization issues could not be tested for as no product is expected to be returned related to this case. This case is set to not verified, no investigation possible based on the iu's inability to test for the customer allegation. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.